Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the distal segment of the lead was returned and analyzed. The outer insulation developed a depression in-vivo. (B)(4).

Event description:
The lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.